Manufacturer narrative:
H6 codes belong to the lead. H6. Device analysis for lead (B)(6) revealed conductor was broken in the distal end of the lead. There was a broken weld at the connector in the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2020, explanted:(B)(6) 2021, product type: lead. Product ID: 37083-20, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that there was ¿no more stimulation¿ and high impedances with broken lead. Impedance testing performed found the lead impedances were high and¿all electrodes over 10000¿ ohms. It was noted that although everything worked fine at first for a short time, the electrodes were then broken one at a time. It was also noted that the patient ¿suffered of more pain after the implantation¿ of the device. The issue remained unresolved; the hcp decided to explant the patients entire system at the time of report as a result of the event. The patient was alive, with injury, at the time of report. No further complications were reported or anticipated.